Event description:
It was reported that the number 6 screw head sheared off. It was not a critical screw.

Manufacturer narrative:
This event created a serious injury in the past and will be reported as a malfunction. Device not returned no evaluation will be performed. If device or additional information becomes available, a supplemental report will be issued.